Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "bia-alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "diagnosed with bia-alcl" and death. Device has been explanted. This record is for unknown side.

Manufacturer narrative:
Corrected data: d.1., d.2., d.4., g.5.

Event description:
Healthcare professional reported "diagnosed with bia-alcl" and death. Device has been explanted. This record is for unknown side.

Event description:
Healthcare professional reported ¿right side swelling and fullness,¿ and additionally noted ¿right breast was very tight.¿

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.